Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 82 mg/dl. The customer stated that she had worn the insulin pump in her bra while at the batting cages, and the device may have potentially been exposed to sweat. The customer stated that she swapped the battery and got a battery out limit, but it did not resolve the issue, as the keys were unresponsive. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify battery out limit alarm due to no button response. The insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.